Manufacturer narrative:
The customer reported that she had low suction on one side and her breast became engorged and red. Se went to a physician who told her she had mastitis and recommended that she stopped using the pump. The physician gave lanolin to the customer for her mastitis and sore breasts. Customer service performed troubleshooting with the customer and was able to restore suction to both sides of the pump. The customer stated that the suction was greater than before. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed.p.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that she had low suction on one side and her breast became engorged and red. She went to a physician who told her she had mastitis and recommended that she stopped using the pump.